Event description:
Physician reported right side textured device and rupture confirmed by MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Physician reported right side textured device and rupture confirmed by MRI. The device has been explanted.

Event description:
Physician reported right side textured device and rupture confirmed by MRI. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: anxiety ¿ product/procedure: unable to observe as it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted.